Event description:
The report received from the affiliate states that when the precise pro was being retrieved from the patient, the physician felt strong friction inside the sheath introducer and it would not be withdrawn. Eventually the precise, the distal protection device and sheath were removed as a single unit from the patient. The patient is a male (age unknown). Approach was made from the left common carotid artery with a sheath introducer (medkit 6f 11cm). A protection device (percusurge guardwire) was delivered, and the distal balloon was inflated at the distal portion of the left internal carotid artery. Pre-dilation was conducted with a balloon catheter (sterling 3.5x20mm), and precise pro (10x 40mm: complaint product) was delivered to the lesion. The stent was successfully placed at the left internal carotid artery lesion. When the stent delivery system of the precise pro was being retrieved from the patient, the physician felt strong friction inside the sheath introducer and it would not be withdrawn. Initially, it was considered there was friction between the precise pro and the wire of the protection device, so the physician tried to retrieve the precise pro and the protection device after the distal balloon was deflated, but there still was difficulty retrieving. Eventually, the precise pro and the protection device were retrieved with the sheath introducer as a unit from the patient. The procedure was finished successfully. There was no patient injury reported. It was unknown in which position of the sheath introducer the friction occurred. A slight kink at approximately 3cm from the proximal end of the sheath introducer was observed, but it was unknown when it kinked. A guiding catheter was not used when the device was delivered to the lesion.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Syringe: sheenman's syringe; protection device: percusurge guardwire; y-connector: sheenman's; bc: sterling 3.5x20mm; sheath: medikit's 6f 11cm.

Manufacturer narrative:
The report received from the affiliate states that when the precise pro sds was being retrieved from the patient, the physician felt strong friction inside the sheath introducer and the sds could not be withdrawn. Eventually the sds, the distal protection device and sheath were removed as a single unit from the patient. Approach was made from the left common carotid artery with a sheath introducer followed by a protection device and pre-dilated at the distal portion of the left internal carotid artery followed by successful deployment of a precise pro stent. When the stent delivery system was being retrieved from the patient, the physician felt strong friction inside the sheath introducer and it could not be withdrawn. Initially, it was considered there was friction between the sds and the wire of the protection device, so the physician tried to retrieve the sds and the protection device after the distal balloon was deflated, but there still was retrieval difficulty. Eventually, the sds and the protection device were retrieved with the sheath introducer as a unit from the patient. The procedure was finished successfully. There was no patient injury reported. It was unknown in which position of the sheath introducer the friction occurred. A slight kink at approximately 3cm from the proximal end of the sheath introducer was observed, but it was unknown when it kinked. A guiding catheter was not used when the device was delivered to the lesion. One non sterile precise 10x40 mm was received coiled inside an unknown 6f csi and protection guidewire in a plastic bag. The distal section of the om was compressed along 21cm from distal end, and kinked at 13.5cm and 22cm from brite tip. Also it was bent below the ID band. Blood residues were observed at the hemovalve. The stent was not received. The unknown csi was kinked at 8.5cm and 10.5cm from distal end. A merit hemovalve was attached to the csi, it had blood residues. The unknown protection guidewire did not show damages. Functional test was performed; the received precise was introduced through the unknown csi and resistance was felt at the kinked section, the compressed condition of the precise could contribute to the resistance. Also, a csi 6f cordis sample unit was used, and resistance was felt due to the compressed condition of the distal section of the precise. The outer diameter (od) of the outer sheath was not measured due to the compressed condition of the precise. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of 'compressed' and "kinked" condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The withdrawal difficulty-through guide/sheath" reported by the customer was confirmed during functional analyses. The failure experienced by the customer could be related to the compressed condition of the om and kinks observed at the unknown csi. Handling and procedural factors could be contributed to the reported failure. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore, no actions will be taken. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction, vessel characteristics or procedural factors.